Manufacturer narrative:
(B)(4). The customer returned one, un-opened PICC kit for analysis. Initial examination revealed that the lot# reported by the customer (23f19b0164) does not match the lot# on the returned lidstock (23f18j0113). Despite this, the material numbers match. Therefore, it was concluded that the returned sample is a representative sample. After opening the returned kit, visual analysis did not reveal any defects or anomalies on the catheter or any other of the kit components. To test for leaks, the proximal and distal lumens were connected to the pressurized leak tester. With the distal end of the catheter occluded, water was injected through both lumens at 43.5psi for 30 seconds. No leaks were observed. A manual tug test confirmed that the proximal and distal extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The report of an extension line/luer hub separation could not be confirmed through complaint investigation. The customer did not return the actual sample; however, a representative sample was returned. Visual analysis of the returned sample did not reveal any defects or anomalies. Additionally, the catheter met all relevant functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as the actual complaint sample was not returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: distal lumen tubing breaks clear off the catheter, while indwelling.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: distal lumen tubing breaks clear off the catheter, while indwelling.